Manufacturer narrative:
Mentor has been working on getting esubmitter approval for electronic submissions for several months. The live version of webtrader was not working correctly. We just got everything finalized. Based on the information reported to (B)(4), the patient experienced an allergic reaction involving the returned breast implants. Based on the results of the limited laboratory evaluation, the returned devices appeared intact with no anomalies. However, due to the nature of the complaint, no further testing was performed. Allergic response is a state of hypersensitivity induced by exposure to a particular antigen resulting in harmful immunologic reactions on subsequent or continued exposures. Presenting symptoms may include contact dermatitis, urticaria, gastrointestinal changes, respiratory symptoms and in severe cases, anaphylactic shock. Materials used in the manufacture of silicone saline breast implants are considered biocompatible however; anecdotal reports of allergic response are reported in the literature. Due to the multiple exposures of the patient to drugs, chemicals and materials in the intra-operative and postoperative phase, it is often difficult to determine the specific antigen causing an allergic response. However, trends for complaints of allergic reactions will continue to be monitored by mentor quality assurance.

Event description:
Allergic reaction. Doctor's office reported that when the patient came in for her post op visit on (B)(6) 2016 she had hives all over her body, burning, itching - symptoms come and go.